Manufacturer narrative:
(B)(6). Date of post-operative device breakage and non-union is unknown. Additional product codes for this report include hwc. The original implant procedure was performed on an unknown date in (B)(6) 2014. Per facility, the complainant parts were returned to the patient and are not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: february 8, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.5mm locking compression (lcp) proximal femur plate, 4.5mm broad lcp plate, three (3) 4.5 cortex screws, one (1) 5.0mm cannulated screw, two (2) 7.3mm locking screws, and ten (10) 5.0mm locking screws were removed due to malunion / nonunion and breakage. The patient had originally sustained a fracture, which was treated with the implantation of the aforementioned plates and screws in (B)(6) 2014. Upon arriving to surgery on (B)(6) 2016, it was determined that the lcp- proximal femur plate had broken at the 5.0mm locking hole on the proximal portion of the plate. Both plates and sixteen (16) screws were removed successfully without delay. The patient was then revised to an intramedullary nail. It was reported that the procedure was successfully completed. This report is 1 of 1 for (B)(4).